Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The competitor method was vidas.

Event description:
The initial reporter questioned a negative result for 1 patient sample tested for elecsys cmv igg (cmv igg) on a cobas e 801 analytical unit. The initial result from the e801 analyzer was 0.496 u/ml (negative). The sample was repeated twice on the analyzer with results of 0.480 u/ml (negative) and 0.478 u/ml (negative). The sample was repeated using a competitor method, and the result was 15 u/ml (positive).

Manufacturer narrative:
Calibration was last performed on 15-apr-2025 with no issues. Qc data from 16-may-2025 was acceptable. Based on the results provided, an acute primary infection is indicated for this patient. The investigation determined that the sample originates from a patient currently undergoing seroconversion, during which iggs against various target antigens are being generated. Due to the polyclonal human immune response after contact with a pathogen, the resulting igg antibodies are diverse, since they are targeted to different antigens of the pathogen and are of different subclasses and of different maturation states. Different methods use different antigens, assay principles, buffers, and solid phases for the detection of antibodies. Therefore, detection patterns of individual methods can be different in individual patient samples. The investigation did not identify a product problem.